Event description:
Reporter stated that patient received the following results on aviva nano system compared to a professional meter within 2 minutes: 20.0 mmol/l (aviva nano system) and 9.0 mmol/l (professional meter). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).